Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging a display issue with their onetouch verio iq meter. One half of the display is "blacked out". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.